Event description:
Additional information was received that there was not an infection or erosion present, but rather an right atrial (ra) lead dislodgement. The patient called the clinic to report that the right side upper lead is out and has come out twice. The patient was referred to the physician. Seven months later the clinic contacted boston scientific technical services (ts) noting there was a known ra lead dislodgement. There were now seeing a signal artifact monitoring episode due to oversensing of noise on the ra lead. Ts discussed programming options. The clinic planned to turn off the minute ventilation feature on the pacemaker it was noted there was no patient symptoms related to the dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had an infection and erosion. Reportedly, the patient called the clinic to report that the right upper side at head was out and leads came out twice already. The patient was referred to the physician. There were no additional adverse patient effects reported. All available information indicates that the pacemaker remains in service.